Manufacturer narrative:
Patient presented with a return of symptoms and was determined to have high impedances. A revision was performed to replace the leads. Patient is now doing fine. Explanted leads were disposed of onsite therefore no further actions to be taken.

Event description:
Patient's symptoms were returning and he came in to (B)(6) to have device interrogated and impedance was found to be out of range. Surgeon decided to replace the leads and the procedure was performed without complications. Impedance is now within range.